Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient reported the following cgm/bg comparison values: cgm of 70 mg/dl and bg meter of 203 mg/dl, cgm of 56 mg/dl and bg meter was 197 mg/dl, and cgm of low mg/dl and bg meter of 190 mg/dl. It was not specified in what time span these comparison values were taken. The patient was wearing a tandem insulin pump. The patient reported being ¿violently sick¿, but no physical symptoms were reported. The patient went to the ER where the patient was treated with an IV insulin drip. The patient was discharged home after approximately 2 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.